Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians dislike that the device alerts to unclamp secondary clamp when programming a secondary infusion. It was reported that the secondary clamp alert screen is a "nuisance to the workflow" and takes additional time to start an infusion as well as alarm fatigue as clinicians often walk away prior to selecting "ok". There was patient involvement, however outcome is unknown.